Event description:
It was reported that thrombosis occurred. On an unknown date, a left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination one year post index procedure, echocardiogram revealed a thrombus on the closure device near the insert. Anticoagulants were prescribed for six weeks following the discovery of the thrombus. No patient complications were reported.